Manufacturer narrative:
Exemption number: e2014018 . Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). Curette on dissection disc compartment broken off with slight rotation. Broken tip was recovered. Surgery delay of 10 minute reported.

Manufacturer narrative:
Investigation: the investigation was performed using a keyence vhx-5000 digital microscope. The analysis of the fracture pattern illustrated a forced fracture due to overload. No pores inclusions or foreign bodies could be found on the point of rupture. Batch history review: the device quality and manufacturing history records have been checked for the available lot number. The device history file has been checked and found to be according to our specification valid at the time of production. No similar incidents have been filed with products from this batch. Conclusion and root cause: based on the information available as well as a result of our investigation the root cause of the failure is most probably related to an insufficient usage. Rational: it is certain that a mechanical overload situation, for example leverage, led to the breakage. Visual investigation and device history review indicated that the quality requirements are within the specified tolerance range. No CAPA is necessary.